Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the sonopet system was being used in an anterior cervical fusion procedure when the system powered down, possibly due to the frequency annunciator or an alleged saline supply line failure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Event description:
It was reported that the sonopet system was being used in an anterior cervical fusion procedure when the system powered down, possibly due to the frequency annunciator or an alleged saline supply line failure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The reported event of the console cutting out due to saline line failure or a frequency annunciator was not duplicated and no failures were confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. The device was cleaned, lubricated, and adjusted. Based on a review of trending and the manufacturer's instructions for use, failure of the powerboard, irrigation/pinch valve, sequence board, flow rate, and lack of irrigation supply can cause or contribute to irrigation failure. Based on the manufacturer's instructions for use a frequency alarm can occur if the console is damaged, the handpiece is damaged, the tip is installed incorrectly, or the suction system is clogged. When a frequency annunciator is present the ultrasonic function of the device will cease.